Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a percutaneous transluminal angioplasty balloon catheter pacific plus balloon was used to treat a chronic total occlusion (100% stenosis) soft tissue target lesion in the left common iliac vein (proximal to mid), with a vessel diameter of 12 mm and lesion length of 260 mm. Resistance was encountered when advancing the device. Removal difficulties were reported, including difficulty removing the balloon following balloon inflation, difficulty was reported removing the guidewire and from the patient. It was pulled with a bit of resistance. The balloon was deflated several additional times using the inflation device and then extracted. The balloon was fully deflated for removal and removed safely from the patient. No patient symptoms or complications were reported, and the patient was alive with no injury. No patient complications have been reported as a result of this event.